Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was 17.9 mmol/l at the time of reporting. Customer reported that she woke up with a value of 26 mmol/l and had battery issues, battery error. Customer does not have a clamp to create an occlusion. She tried it manually but this doesn't not work. The insulin pump will be returned for analysis.